Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: capsular contracture, baker grade unknown. . Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient's husband reported a right side capsular contracture, baker grade unknown. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side bilateral capsular contracture, baker grade iii.

Event description:
The device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: red particles in the shell, linear opening on the anterior side and weight to the spec. A visual and microscopic analysis were performed which identified striated opening on the anterior and fold creases. Based on the device analysis the final assessment is: a striated opening on the anterior, assessed as, surgical damage consistent in the use of some surgical tool.

Event description:
Patient's spouse reported a right side capsular contracture, baker grade unknown. Healthcare professional additionally reported right side capsular contracture, baker grade iii. The device was explanted.